Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported the vela ventilator is alarming: vent inop, motor fault, circuit fault, low pip, low ve and there is no gas delivery. The reported issue was found before use. No patient involvement reported.